Manufacturer narrative:
(B)(4): reason for late MDR due to implementation of process improvement.

Event description:
The pt was recently seen for reprogramming. Afterward the implantable neurostimulator stopped working. About 3 weeks after the original complaint, the pt was unable to adjust stimulation. The pt programmer battery had been changed. The battery indicator lights of the programmer and implantable neurostimulator lit, indicating ok battery voltage. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.